Event description:
The pt reported experiencing elevated blood glucose at 500 mg/dl. The pt stated that she noticed that her underwear was damp, and saw that her infusion set tubing was disconnected from her headset. The pt was not receiving insulin and caused her blood glucose to elevate. The pt's normal blood glucose range is from 120-150 mg/dl. The pt did not report any symptoms with her elevated blood glucose. Once the pt realized that her infusion set tubing was just disconnected, she reconnected her tubing and her blood glucose returned to normal. The pt did not need assistance from a healthcare professional or second party. The product will not be returned for evaluation.

Manufacturer narrative:
H6. No product will be returned for evaluation.